Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that during preparation the 20/30 indeflator could not inflate the unspecified balloon. The indeflator was noted to be losing pressure when inflating. Another new 20/30 indeflator was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.